Event description:
Dr (B)(6) reached out again regarding the quality of bpu. He expressed complaints again regarding the throw length adjuster moving from desired length. He did not use a co-axial. The device was set to the 23mm length and fired at the 33mm length. This happened with one device which will be sent back, they had an additional 25 units on the shelf and requested that I send them all back to quality.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Dr. (B)(6) reached out again regarding the quality of bpu. He expressed complaints again regarding the throw length adjuster moving from desired length. He did not use a co-axial. The device was set to the 23mm length and fired at the 33mm length. This happened with one device which will be sent back, they had an additional 25 units on the shelf and requested that I send them all back to quality.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. Twenty seven unopened sample was returned from the customer for review. A visual inspection was performed on five of the returned product. The device worked perfectly fine without any automatic change in stroke length adjuster when test fired on all three stroke lengths. This happens only when the devices stroke length adjuster is not perfectly aligned at its mark. No corrective action can be taken at this time since issue cannot be duplicated.